Event description:
It was reported that catheter issues occurred. The target lesion was located at the bifurcation of the distal right coronary artery. A 7f guidezilla was selected for use. A synergy stent was advanced, and a 2.50 x 20mm balloon was advanced for protection. Significant difficulty was encountered while using the guidezila, resulting in balloon entrapment and fracture. Upon removal of the whole system, the stent became damaged, and the guidezilla was retrieved completely deformed. The procedure was completed with an alternative device. There were no patient complications.